Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol sepramesh ip (device #2) . Additional emdrs were submitted to represent the bard/davol mesh ¿ composix kugel (device #1) and bard/davol xenmatrix (device #3). Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol composix kugel hernia patch, sepramesh composite ip and xenmatrix on (B)(6) 2008 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b3, b4, b5, b7, d3, d6b (date of explant), g3, g6, h2, h6, h10. This supplemental emdr represents the bard/davol - sepramesh ip (device 2). An additional supplemental emdr¿s were submitted to represent the bard/davol - xenmatrix graft (device 3) and composix kugel mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of unspecified bard/davol composix kugel hernia patch, sepramesh composite ip and xenmatrix on (B)(6) 2008 and/or (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against all the devices. It is alleged that the patient sustained unspecified injuries on (B)(6) 2017. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: on (B)(6) 2008 - patient was diagnosed with recurrent multiple incisional hernias thereby underwent open repair with implant of composix kugel mesh (device 1). Per op notes, ¿an incision was made in the attenuated scar in the upper abdomen. The old piece of mesh was identified and incised. Omental adhesions to the undersurface of the old mesh was noted and taken down. From the prior repair, the mesh had only been stitched to the fascia, and in multiple areas where it had pulled away and had several hernias and a lot of laxity in the mesh area. A large composix kugel mesh (device 1) was placed intraabdominally and tacked to the abdominal wall. The previously incised mesh was closed with sutures.¿ (note: the prior mesh visualized during this procedure was unknown). On (B)(6) 2017 - patient was diagnosed with infected mesh thereby underwent open repair with excision of composix kugel mesh (device 1) and sepramesh ip (device 2) and implant of xenmatrix graft (device 3). Per op notes, ¿the previous midline scar was opened. The composix kugel mesh (device 1) and sepramesh ip (device 2) were identified and removed entirely. Surrounding adhesions were taken down. A large xenmatrix graft (device 3) was placed transversely and tacked in all four quadrants with sutures.¿ (note: implant date for sepramesh ip (device 2) was unknown).